Event description:
It was reported that patient is experiencing left hip pain and wants to know of any of the devices implanted are part of a recall. Hip was implanted (B)(6) of 2011.

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown left stryker hip. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Currently implanted.